Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No moisture damage was found on the electronic or motor assemblies. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 127 mg/dl. The customer stated that the device got exposed to waster. The discontinuation of the device was advised. Nothing further was reported.